Manufacturer narrative:
Initial.

Event description:
It was reported that the user had paired a freestyle libre 3 plus sensor to the libre app, which led to the ilet mobile app displaying that the sensor was in use by another device; the agent instructed the user to pair a new sensor with the ilet mobile app, after which the sensor began warm-up without further issues. No adverse clinical symptoms reported. Outcomes included successful sensor pairing to the ilet system and no health impact. User support included user education, device-use review, and re-pairing guidance. Investigation of this case revealed that the sensor was initially connected to a non-ilet application, causing a connectivity and data-availability conflict, and that pairing a replacement sensor directly to the ilet app resolved the issue without device malfunction. It was concluded, based on previously established findings for similar reports, that user setup error contributed to the event.